Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, according to data obtained from the endoprothesenregister - deutschland (eprd), from a total of eight hundred sixty seven (867) patients who underwent primary implantation between october-2014 and march-2021 with an unicompartmental knee system that included a journey uni cocr femoral component, a journey uni metal tibial tray and a journey uni insert, one (1) patient required a revision surgery due to a sustained fracture, although it was not specified if this complication was related to a periprosthetic fracture or an implant fracture. The identity of the devices explanted during this procedure and the prosthesis implanted in exchange remains unknown. The eprd provided this information as part of a cumulative statistical study regarding failure frequency, therefore there is no additional information available.

Manufacturer narrative:
Section d10 was updated. Section h10: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, based on insufficient information, further clinical root cause analysis cannot be performed. The patients¿ current condition is unknown and the patient impacts beyond the reported events could not be determined. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint/implant, injury, procedural/user error, surgical/post operative complications, healing issues and/or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference number: (B)(4).